Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this lead exhibited high impedance out of range, high pacing thresholds, sensing greater than 7.0 r waves measurements. The helix was found not extended through a fluoroscopic. After three attempts to extend the helix, the lead was finally surgically abandoned and a new lead was implanted. No additional adverse patient effects.